Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the physician encountered resistance when attempting to place a stent and after removing the stent from the pt, found it to be cracked. The lesion was located in the non-tortuous lad. The physician had previously placed a taxus express2 2.75x20 mm drug eluting stent using a zuma jl3.5 6f guide catheter. He attempted to overlap it with a taxus express2 3.0x20 mm drug eluting stent. During delivery of the 3.0x20mm stent, he felt some resistance and was unable to place the second stent. The physician removed the stent from the pt and found that there was a crack on the proximal end of the stent. It was also noted that the stent had been resterilized once in a local hosp. There were no pt complications reported.